Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5092649. It was reported that a female patient underwent an unknown breast surgery with unknown saline breast implants which the patient reported the following: I had breast implants placed in 2005. Shortly after I noticed blisters at my incision site that healed with steroids. Then beginning in 2006, I became very ill. I was having horrible headaches, fatigue, nausea, ringing in the ears, joint pain, diarrhea, bloody diarrhea, severe abdominal pain. It wasn't until 2007 that I was diagnosed with crohn's disease. In 2008, I was still experiencing severe abdominal pain, diarrhea, and nausea. In 2007, I was "admitied" to the hosp for another autoimmune condition, pyoderma gangrenosum. I spent 3 weeks in the ICU and a total of 3 months in the hospital. I underwent 23 surgeries to debride wound and perform skin grafting. Drs think the problems was triggered by my recent diagnosis of crohn's that was still not under control. I still have my breast implants in place and home to have them removed to see if I can finally get control of my crohn's. I have been on remicade, humira, cimzia, entocort, asacol, prednisone, and now entyvio. My imaging and scopes all show continued inflammation. I have chronic lymphadenopathy and have underwent biopsies that come back with necrotic tissue. Most of my swollen lymph nodes are in my right side of my neck, chest and armpit. I have a weakened immune system and have had multiple hospitalizations related to those illnesses. Like valley fever, myoplasma pneumonia, c-diff. I still suffer from brain fog, fatigue, anemia, ringing in the ears, hair loss, vision changes, severe joint pain with two hip surgeries, nausea, vomiting, insomnia, decreased libido, headaches, diarrhea, bloody diarrhea, abdominal pain, breast pain, weight gain, unable to lose weight despite high intensity interval training 45 mins per day, 4-5 days a week. I have anemia with hgb 8.7, low iron levels- 7, elevated crp, esr, rheumatoid factor is elevated. Pcos, endometriosis, anxiety, depression, reflux, valley fever with disseminated cocci, osteoarthritis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.

Manufacturer narrative:
On 4/1/2020, mentor became aware that initial report mistakenly b2:( is hospitalization initial/prolonged) was not selected. Manufacturer¿s reference number: (B)(4).